Manufacturer narrative:
The item and all of the available info has been forwarded for analysis to the MFR, in another country.

Event description:
During an endoscopic intraventricular cyst collapse, a micro scissor broke while inside the pt's brain. The surgical technician in the room, said the hinge was missing a small metal rivet off the end of the instrument. The missing hinge was searched for endoscopically. No missing pieces were located. The headrest was in the way, therefore an intra-operative x-ray was not taken. The surgery was prolonged approx 15 minutes.